Manufacturer narrative:
Manufacturing site evaluation is on-going.

Event description:
Facility reported that the device caused a stray burn (caused during cauterization) to the illium resulting in delay of an appendectomy procedure. The facility reported that the burn caused a 4mm thermal burn and resection of the terminal illium. Additional surgery had to be performed to remove part of the illium.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product available and therefore an analysis is not possible. No CAPA is necessary.